Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified tibioperoneal artery. An unspecified guide wire was advanced. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was selected and advanced to the lesion. It was noted that the balloon ruptured at 8 atmospheres due to severely calcified lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with a stopcock attached to the hub. There was blood and contrast in the inflation lumen. There were multiple shaft kinks. Magnified inspection revealed a pinhole in the balloon wall 4.5cm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified tibioperoneal artery. An unspecified guide wire was advanced. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was selected and advanced to the lesion. It was noted that the balloon ruptured at 8 atmospheres due to severely calcified lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).